Manufacturer narrative:
Continuation of d10: product ID 97702 (serial: (B)(6)); product type: 0197-implantable neurostimulator; product ID 3778-60 (va04vjl039); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the leads were eroding out of the skin. The doctor cut and removed what they could. The cause was not known and the issue was resolved. It was noted that the implantable neurostimulator had previously been removed.